Event description:
It was reported that a few weeks ago, the patient had a lead revision after receiving multiple inappropriate shocks. Apparently the lead had a loose screw. After fixating the lead correctly, all measurement were normal. About a week after the revision, the patient received an inappropriate shock again due to oversensing artifacts on the ventricular egm. The lead was capped and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.this model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that a few weeks ago, the patient had a lead revision after receiving multiple inappropriate shocks. Apparently the lead had a loose screw. After fixating the lead correctly all measurement were normal. About a week after the revision, the patient received an inappropriate shock again due to over sensing artifacts on the ventricular egm. The lead was capped and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4) and (B)(4): the actual device was not received for evaluation. We did receive performance data. The analyst noted high resistance/impedance. There was a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. The weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance= 475 to 4047 ohms peak between (B)(6) 2010 and (B)(6) 2010, then returns to baseline of 475 ohms on (B)(6) 2011. There was a lead integrity alert triggered and there were patient alerts for lead failure predictor on (B)(6) 2010 and (B)(6) 2010. There was noise noted and ventricular short interval count v-sic=28.1 counts average/day, in (B)(6), between (B)(6) 2010 and (B)(6) 2010. There was oversensing and a ventricular fibrillation of 210 ms on (B)(6) 2010.